Manufacturer narrative:
This report is one (1) unknown synthes cervios peek cage/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kim et al. (2012), comparative study between a curved and a wedge peek cage for single-level anterior cervical discectomy and interbody fusion, the korean spinal neurosurgery society, vol. 9, no. 3, pages 181-186 (south korea). The aim of this retrospective study was to compare the clinical and radiological outcomes between patients who underwent acdf with a different shape of peek cage, wedge cage and curved cage. Of the 37 patients who underwent single-level acdf with a peek cage, 17 patients were implanted with a curved peek cage (cervios; synthes, zuchwil, switzerland) and were classified as the curved cage. The curved cage was filled with ¿-tricalcium phosphate (chronos; synthes, zuchwil, switzerland) before being inserted into the disc space. The other 20 patients received a wedge peek cage with demineralized bone matrix from a different manufacturer and were classified as the wedge cage group. Complications were reported as follows: (curved cage group with synthes peek cage), 3 patients achieved fair clinical outcome according to the modified odom¿s criteria. 1 patient had significant subsidence at 1-month follow-up. Mean degree of subsidence was 1.68mm. This report is for one patient who experienced significant subsidence. This report is one (1) unknown synthes cervios peek cage. This is report 1 of 1 for (B)(4).